Manufacturer narrative:
(B)(4): evaluation results: stent thrombosis; pre-disposition to thrombus arising from initial ami; vessel morphology.

Event description:
A 2.50mm diameter x 18mm length endeavor sprint rx (rapid exchange) drug-eluting coronary stent was deployed into the pt. The target lesion was located at aha#13. During the procedure, two other endeavor sprint rx drug-eluting coronary stents were deployed at aha#13 (ref MFR# 2953200-2010-01418, MFR# 2953200-2010-01419). It was reported that no abnormalities or complications were observed during the index procedure. Four days post index procedure, it is reported that the pt developed sudden chest pain. Stent thrombosis at lcx # 13 was confirmed. Ivus was performed during pci which showed stent expansion of approx 2.2mm. Additional dilatation was performed. The physician commented that the ivus confirmed a mal-dilatation of the stent after the blood flow was restored, which may have been a cause of the stent thrombosis. The lesion located at lcx # 13 was described as exhibiting 100% stenosis prior to pre-dilatation and 25% stenosis post pre-dilatation. Cine image evaluation: cine images showing the index procedure, and the follow-up procedure were provided for evaluation. The index procedure images confirmed the presence of an occlusion on the vessel which resulted in the ami experienced by the pt. The images showed the pre-dilatation of the vessel and the deployment of three stents, which resulted in good flow being restored to the vessel. The follow-up images confirmed the re-occlusion of the vessel within the region where the three endeavor sprint stents were previously deployed. Ballooning the stents resulted in flow being restored to the vessel. A clinical follow-up approx 1 month post index procedure confirmed that the stent thrombosis was in remission.